Event description:
A consumer reported that pt had hypoglycemia while using a one touch meter. In 5/2001, pt was slurring and family member could not take pt's blood glucose because the ot meter would "not turn on". Paramedics were called and found pt experiencing hypoglycemia and hypothermia. Pt was transferred to the emergency room where pt was treated and discharged home on the same day. Pt reported that meter did not turn on at least one occasion before although batteries have been replaced. No further info has been provided. No allegation of harm have been made.